Manufacturer narrative:
The ge svc rep conducted an on site investigation. The calibration files were reloaded. The sys was tested and operates as intended.

Event description:
The customer reported that the sys wound not boot up and displayed a calibration failure error message. No pt injury was reported.